Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was a no delivery alarm during basal, bolus and fixed prime. The blood glucose reading is 258 mg/dl. Nothing further reported.